Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet, and the investigation is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a procedure, the sterile barrier for a nail was found compromised upon opening, the device was considered non-sterile, and a different size was used, resulting in a case delay. After removal of the outer plastic wrap and during opening of the box, the sterile wrap was noted to be already broken. The non-sterile nail was not used, and the surgical team proceeded with a different size implant, which extended the procedure time. Attempts have been made and no further information has been provided.